Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery. After placing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a nc quantum apex balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was withdrawn; however, during removal, the shaft got broken and the hub and shaft came separately. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable post-procedure. It was further reported that the stenosed target lesion was 70% located in the moderately calcified right coronary artery.

Manufacturer narrative:
Device evaluated by MFR. The synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual, tactile, and microscopic examination were performed on the device. Visual/tactile inspection of the hypotube shaft and shaft polymer extrusion profile revealed no issues identified with the hypotube shaft, outer and mid shaft sections or the inner lumen of the device. Microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. No signs of movement, stent was set between the proximal and distal markerbands.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery. After placing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a nc quantum apex balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was withdrawn; however, during removal, the shaft got broken and the hub and shaft came separately. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable post-procedure. It was further reported that the stenosed target lesion was 70% located in the moderately calcified right coronary artery. It was further reported that the shaft did not break as what was previously reported, and the only issue with the complaint device was just it did not cross the lesion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery. After placing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a nc quantum apex balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was withdrawn; however, during removal, the shaft got broken and the hub and shaft came separately. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable post-procedure. It was further reported that the stenosed target lesion was 70% located in the moderately calcified right coronary artery. It was further reported that the shaft did not break as what was previously reported, and the only issue with the complaint device was just it did not cross the lesion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery. After placing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a nc quantum apex balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was withdrawn; however, during removal, the shaft got broken and the hub and shaft came separately. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable post-procedure.